Event description:
It was reported that a spectrum infusion pump has a constant air detector error while attempting to load tubing. It was also reported that there was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom constant air detector error through review of the event history log, finding multiple air-in-line alarms. The evaluation did not reproduce the reported symptom, but found that the ultrasonic sensor readings with a fluid filled tube were below specification, which is a known contributor to the reported symptom. The ultrasonic sensor was replaced.